Manufacturer narrative:
H10. Additional manufacturer narrative: added h6 result and conclusion code. The cause of the event was due to surgical technique/operator context.

Manufacturer narrative:
H3. Device evaluation: x-ray demonstrated wireform intact. Suture track indentations were observed on the free margins of leaflets 1 and 3 near commissure 1, indicating that the suture was looped around commissure 1. Suture holes were observed around the sewing ring. Wireform was exposed around leaflet 2 on the outflow aspect and around leaflets 1 and 3 at the inflow aspect. Sewing ring cloth was cut around commissure 1. H10. Additional manufacturer narrative: the device was returned to edwards for evaluation. Customer reports of central regurgitation and inadequate leaflet coaptation were confirmed through observed suture loop. Suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards¿ valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping. The cause of the suture loop was due to surgical technique during initial implant.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve additional information and the device are in process. If additional information is received a supplemental MDR will be submitted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification a 27mm mitral valve was explanted from the mitral position after an implant duration of 17 days due to regurgitation caused by inadequate leaflet coaptation. As reported the leaflets were not functioning properly and leaflet coaptation was not optimal. The surgery was performed using a full sternotomy approach. The procedure included everting mattress suturing using pledgets. As reported, the spacing of the sutures in the annulus and the prosthesis evenly matched. As reported, it was deployed fully before implantation and it was removed after all sutures were tied. A non-edwards valve was implanted in replacement. The patient was noted as to be hospitalized in stable condition after the procedure. As reported, indication for initial replacement was rheumatic mitral disease.